Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that a failed self-test alarm occurred on the insulin pump. The insulin pump's alarm history also showed several other failed self-test alarms occurred. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.